Event description:
The physician was in the patient's pocket for an unknown reason. When this lead was disconnected from the pacemaker, the wire broke through the insulation, breaking it in half. Return of that portion of the lead has been requested. The lead was replaced with a competitor's lead. If additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4) 2012 - a portion of this lead was returned with information that the remainder of this lead was capped and left in the body. Upon receipt, the lead was found dissected and only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually analyzed. The is-1 connector pin was found separated from the remaining fragment but still connected by the severe deformed inner coil. Traction forces during the explantation procedure should be taken in consideration. Due to the fragmentation further inspection of the lead was not properly feasible. In summary, no indication of a material or manufacturing problem was noted during analysis. Furthermore there are no allegations against the lead functionality after a very long implantation duration of 11 years.